Manufacturer narrative:
The device associated with this report has been confirmed as not PMA approved. The previously reported event is no longer considered reportable to the FDA.

Event description:
The device associated with this report has been confirmed as not PMA approved. The previously reported event is no longer considered reportable to the FDA.

Event description:
Healthcare professional reported left side rupture. Device was explanted.

Manufacturer narrative:
Clarification to d6b explant date: healthcare professional reported device was explanted "2 weeks ago" at the time of the initial report. Timeframe is too vague to assign a partial explant date as it could mean end of (B)(6) or beginning of(B)(6) 2024. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.